Event description:
It was reported to philips that the device's c-arm was not moving. The user performed multiple restarts, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the patient was undergoing a planned coronary procedure when the issue of non-functional movements of the ad7 table and the c-arm occurred. After a complete shutdown and re-powering on of the power supply from the hospital network, the system was fully functional. The procedure was ultimately completed, although it was delayed. A philips field service engineer (fse) inspected the system onsite and confirmed that the device's c-arm was not moving. Troubleshooting actions performed by the fse confirmed that the geo I/o box was faulty. Analysis of the log file showed power issues on (B)(6) 2024, starting at 15:21. A malfunction can be confirmed, and the most likely cause is in the power hardware. The field service engineer replaced the geo I/o box which returned the system to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.